Event description:
The customer reported the subject device was displaying an e221 error code. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the e221 error code was not confirmed or duplicated. However, service observed that the device was displaying a b30 error code (scope communication error), and the scope identification data was lost. This report is being submitted for the reportable malfunctions found during evaluation of the device (b30 error message and loss of identification data). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Inspection and testing found that the b30 error was due to dirt on the electrical contacts of the video connector, and the scope data was lost due to a damaged printed circuit board. In addition, service found the adhesive on the bending section cover was damaged due to chemical/physical stress, and the angulation lock did not work due to deterioration of the friction plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by the failure of the image sensor unit, the failure of the board inside the video connector, the adhesion of foreign matter to the electrical contacts of the video connector, or the failure of the system. Olympus will continue to monitor field performance for this device.